Manufacturer narrative:
Product ID, 3093-28 lot# v674664, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported on (B)(6) 2012 that the patient experienced pain and erosion beginning (B)(6) 2012. It was stated that the implantable neurostimulator (ins) had moved closer to the surface of the skin and was warm to the touch. It was also stated the patient had pain at the site of implant and was "running" into her right buttock and upper thigh. It was then reported on (B)(6) 2013 that the patient's healthcare provider revised the ins "deeper" in the buttock. No further information was known at the time of event. If additional information is received, a supplemental report will be filed.